Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that runs with door open. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The evaluator found the pump to alarm and display a "door open" alarm while running a loaded set. The reported condition was not verified. The device was found to operate within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.